Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received, from a healthcare provider (hcp) via a manufacturer representative. Regarding a patient implanted with a screw using a driver in a posterior fusion for an l5/s radicular symptom. It was reported, that the driver broke, during screw insertion. There were no fragments of the driver. And screw remaining in the patient's body. Neurological symptom developed, after the initial operation leading to reoperation. At the time of reoperation, the screw previously implanted in l5 was loose and hence removed. Another screw was inserted in its place without additional tapping when the driver broke. Considering the possibility, that the screw was too long, they changed the screw and replaced the driver and inserted the screw. The event was associated with a patient. There were no patient symptoms or complications as a result of this event. This was a revision surgery for l5/s radicular symptom. Initial surgery took place on (B)(6) 2019. There was a delay of less than 60 minutes in overall procedure time. There was no in-patient hospitalization or prolongation of existing hospitalization necessary. And no treatment or additional surgery performed as a result of this event. The date of initial screw implant was (B)(6) 2019. And date of initial screw explant was (B)(6) 2021. The date of replacement screw implant/ explant was (B)(6) 2021. The patient's medical history included (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
H3: product analysis part# 5584099 ; lot# sw18g006- visual inspection confirmed the entire torx tip of instrument has been sheared off. Optical examination of the fracture surface revealed a fairly flat fracture surface with circular material flow. This type of damage is consistent with torsional overload. H6: updated eval. Code result and eval. Code conclusion post analysis. Annex g code updated post analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with spinal therapy. It was reported that the driver broke during screw insertion. This was a revision surgery for l5/s radicular symptom. Screw was loosened and was removed. There was a delay of less than 60 min in overall procedure time. There was no fragment left in the patient. There were no symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.